Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately two months post the implant of an implantable pulse generator (ipg) system, that the device eroded through the pocket and the patient developed an infection. It was noted that the patient was extremely thin and had a very small body habitus. The ipg system was removed. Medication was administered. The system will be replaced in the future. No further patient complications have been reported as a result of this event.